Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient last charged the ipg years ago. The ipg is reportedly no longer operational. Surgical intervention is planned to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient weight. Further information was requested but not received.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The replacement surgery was rescheduled two times. Currently the procedure is pending scheduling. The device has not been returned for analysis. There were some impedance issues, but effective therapy was achieved post op. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The patient's ipg was replaced on (B)(6) 2023, no complications during the procedure and therapy restored post-op. No explanted product is being returned, hospital policy. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.